Event description:
Dealer is stating that the center pivot hardware is broken, not allowing the left side arm to flip back and lock into place. Chair is used both indoor and out, very active end user.